Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power cap module was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys had a broken fuse on the holder of the powercap module. No pt injury was reported.